Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported initial complaint for e-5 error code during the call customer concern of high blood test results. The customer is concerned with tests results from results obtained of 316 mg/dl on (B)(6) 2016 at 11:10am fasting. The customer's expected fasting blood glucose test result range is 90-98mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 244 and 211mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is 4/28/2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).